Event description:
It was reported by the affiliate that the (1) tsb45 was used during a lung resection procedure. It was reported that the tsb45 did not close the lung wound well. There was no pt consequence.